Manufacturer narrative:
Exemption number e2017017. No system malfunction or failure is considered at this point of time. The operator manual states that "the patient and operating personnel must use only the handles which are intended for the proper handling of the equipment or positioning of the patient". Operator must pay attention to possible risks of crushing fingers and hands between moving parts and their guide openings. Before performing unit movements, operator must make certain that the patients do not grasp the frame of the tabletop.

Event description:
A patient injury was reported on the axiom luminos agile system when a patient lowered his hand off the table top. Patient's finger touched the table guiding rail and got stuck between the rail and the table when the operator drove the system. This incident resulted in a fracture to the patient's fingertip. The patient required an x-ray of the finger after the incident.